Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that a review of the electrograms by a manufacturer representative indicated normal lead function and non-ca pture was not noted. No programming changes were requested.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission showed possible intermittent non-capture of bi-ventricular pacing during atrial arrhythmia episodes. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.